Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and intermittently unresponsive. During troubleshooting, the issue was confirmed, and the pump was replaced. Reportedly, the customer will continue to use the pump for insulin therapy. Customer's blood glucose level was 97 mg/dl.